Event description:
Lg001 presented to our hospital c/o fever, ear pain, headache, nausea and vomiting. Physical exam consistent with meningitis. Lumbar puncture done. Patient was started on IV vancomycin and ceftriaxone. Dates of use: 2006 - 2007. Diagnosis or reason for use: hearing loss.